Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with the dilator outside the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the sheath had a kink 5cm proximal of the tip, and a kink 9.25cm distal of the strain relief. The tip was damaged as it was flattened, and there was ptfe damage. The ptfe was starting to delaminate from the inner shaft wall. No other damage or defects were found.

Event description:
Reportable based on analysis completed on 29apr2022. It was reported that the access sheath was difficult to advance. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician inserted the was into the patient. While advancing the sheath to the laa of the patient the physician noted that it was difficult to advance. The sheath was removed from the patient and the procedure was ended. There were no patient complications that were reported to have occurred. However, returned device analysis revealed the inner liner was delaminated.